Event description:
Account alleged that the nurse was removing the feeding pump from the IV pole on the bed. While attempting to unscrew pump bracket from the pole, the nurse's hand contacted both the pole and the bracket. The nurse received what was stated to be an electrical shock from the IV pole.

Manufacturer narrative:
The nurse was taken to ER department and evaluated. The nurse received redness of the hand and arm. No treatment was needed. The tech inspected the bed and found no contributing factors that would lead to a shock. The tech tested all electrical functions of the bed and found the unit to be working as designed.